Event description:
In 2009, the patient reported she noticed an air bubble in the insulin cartridge of her infusion device a "couple of days ago." She stated she tried to remove it, but was unable to. She thinks it could have traveled through the tubing last night. She had an elevated blood glucose reading this morning of 471 mg/dl. She contacted her doctor who told her to take an insulin injection of 10 units which she did. She stated her blood glucose has started to decrease. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.